Manufacturer narrative:
The lead and anchor were returned to saluda for analysis. The lead failed functional testing due to disconnected electrodes, as well as electrical isolation failures. Inspection of the lead under magnification confirmed broken conductor wires at the location of a kink in the lead immediately distal of the anchor fixation site. Due to the location of the kink, the broken conductor wires may be linked to the implant technique when securing the anchor, but cannot be confirmed. Inspection of the proximal portion of the lead identified marks exposing conductor wiring, aligning with the isolation failures on three channels. The cause of the marks could not be identified but may be the result of interaction with the epidural needle during the implant procedure, although this cannot be confirmed. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was unable to be programmed into closed loop. Disconnected electrodes were identified and a lead revision was performed. Following the procedure, the patient was reprogrammed and receiving adequate therapy.